Event description:
It was reported via repair work order that the scale was inaccurate as it was out of tolerance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate as it was out of tolerance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with results of evaluation.